Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was internal bleeding. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 37 mg/dl when paramedics arrived. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated the customer was low at dinner and used soda to treat. The customer may have over compensated and stayed low and paramedics were called, but the customer had not detached the pump as they normally did when they were low. The caller declined to return the insulin pump for analysis.